Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: the complaint condition could be confirmed according to the received pictures. A piece, close to the guiding hole of the tfna nail, is broken off. The tfna screw and the locking screw are also damaged with deep scratches and flattened threads. The end cap is not visible on the pictures/x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this complaint involves four (4) devices. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
This report is for an unknown end caps: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent removal surgery to have the tfna fenestrated screw, unknown locking screw, unknown tfna nail, and unknown end cap removed due to infection. The implant was removed easily but was damaged. There is no further information available. This report is for one (1) unk - end caps: tfna. This is report 4 of 4 for (B)(4).